Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post sensed t-wave oversensing leading to false atrial fibrillation was observed on the device. During a previous in clinic visit the device showed decreased sensitivity r-wave amplitude and programming changes were made. Patient was brought into the clinic and r-wave decreased sensitivity and false bradycardia episodes due to undersensing were observed. Based on the patient¿s body positions or holding their breath the r-waves were dropping. The recommended programming changes were made. Patient will continue to be monitored.